Event description:
Lead dislodged due to twiddlers syndrome. After pt received an inappropriate shock, cxr was performed, confirming dislodgement. Lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.